Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The target lesion was in the mildly tortuous, distal right coronary artery (rca). The 85% stenosed, moderately calcified, lesion had been predilated with a 2.5x20mm maverick balloon. The physician attempted to advance the 2.75x28mm taxus express2 drug eluting stent (des) to the target lesion but encountered resistance inserting the device. The physician removed the device and it was noticed that one of the stent struts appeared to be "pushed back'. The procedure was completed with another 2.75x28mm taxus express2 des. There were no patient complications reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.